Manufacturer narrative:
The wire would not advance past the adapter. The md unsuccessfully tried using forceps to push the wire for filter deployment. Pusher wire could be advanced past the adapter. The helmet cap(borst) was tightened tightly, but could be loosened. The instructions for use state "tighten the adapter valve to minimize reflux of saline toward the feeder, but not so tight as to prevent the pusher wire from advancing freely." The wire could be advanced past the adapter.

Event description:
The wire would not advance past the adapter. The doctor tried (unsuccessfully) to use forceps to push the wire for filter deployment. The entire system was removed and replaced with a competitor's system. No further complications were reported.